Event description:
A customer has reported that they were receiving high readings on their freestyle monitoring system. The mother tested the child and received results of 237 mg/dl so administered insulin to her son who then went into a coma. The mother took the child to hospital were they tested the child on his finger having washed the area; a result of 37 mg/dl was obtained. The mother also tested the child from another area on the child and obtained a result of 247 mg/dl. After trouble shooting with the customer it was found that the son had eaten some sweets and she did not wash his hands before testing his blood sugar.

Manufacturer narrative:
Meter is being returned for investigation, strips are no longer available.